Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, cystocele and rectocele repair with bilateral sacrospinous fixation, and vaginal vault suspension due to symptomatic rectocele, anterior defect, and grade 4 cystocele.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2011 to treat recurring prolapse, infections, and stress incontinence with concurrent boston scientific matrix xenform soft tissue repair and boston scientific pinnacle floor repair kit. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence of prolapse and incontinence.(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported the patient underwent excision of exposed vaginal mesh on (B)(6) 2014 due to exposed vaginal mesh of anterior wall. The patient underwent cystoscopy, excision of vaginal granuloma and erosion of graft tissue and a steroid injection of same on (B)(6) 2014 due to vaginal granuloma with pelvic pain with erosion of the same in the midline approximately 1.5cm. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.